Manufacturer narrative:
The device was received, and an evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. During evaluation, the evaluators experienced a delayed keypad response time. The cause was identified to be that the processor printed circuit board (pcb) had failed. The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, evaluation experienced a delayed keypad response. There was no patient involvement. No additional information is available.